Event description:
Based on additional information received on 14-jan- 2016, this case initially considered as non-serious was upgraded to serious (as an event of synovial fluid sterility test positive with the presence of staphylococcus epidermidis was added with seriousness criteria as hospitalization). This case is cross referenced with (B)(4). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient whose protein c reactive concentration increased, in whom synovial fluid sterility test was positive with the presence of staphylococcus epidermidis and experienced allergic reaction after receiving treatment with synvisc one. The patient's past drug included one injection of cortivazol (altim), received on (B)(6) 2015. The patient's medical history was significant for wisdom tooth removal, gastric ring insertion in 2014 and patella syndrome of contusion origin on (B)(6) 2015. No concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient initiated treatment with lateral external sus patella synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4) and expiration date: aug-2016) (indication: not provided) into the joint of a knee (unspecified). It was reported that the needle used during the injection was green and synvisc one was at room temperature. It was for the first time the patient received this treatment. It was reported that no previous puncture was performed because the joint was dry. No physical activity was done after the injection. On (B)(6) 2015, the patient experienced the occurrence of a reaction of allergic type to synvisc one. On (B)(6) 2015 the patient consulted her physician because of the occurrence on injection site pain without effusion. As corrective treatment, the patient took treatment with caffeine/papaver somniferum latex/paracetamol 6 dosage form from (B)(6) 2015. On (B)(6) 2015 she consulted again her physician because of the occurrence of injection site effusion. It was reported that no fever was observed. The same day, the patient started treatment for allergic reaction with caffeine/papaver somniferum latex/paracetamol (lamaline) and 550 mg of naproxen, 2 tablets per day associated with omeprazole at a dose of 20 mg, 1 tablet/ day. It was reported that a puncture was performed and 45 ml of fluid was removed which was blurred but not sterile. It was reported that the culture revealed the presence of staphylococcus epidermidis. The same day, the patient's protein c reactive concentration increased to 24 mg/l. It was reported that increase of c reactive protein was not confirmed. The same day, treatment was caffeine/papaver somniferum latex/paracetamol was completed. The patient completed treatment with naproxen on (B)(6) 2015. Further reported, the patient was hospitalized from (B)(6) 2015. Also reported, another puncture was performed in which the liquid was sterile and no antibiotherapy treatment had been introduced. It was reported that on (B)(6) 2015, the patient recovered without sequelae. Corrective treatment:caffeine/papaver somniferum latex/paracetamol and naproxen for allergic reaction, puncture for synovial fluid sterility test positive with the presence of staphylococcus epidermidis and not reported for protein c reactive concentration increased outcome: unknown for protein c reactive concentration increased and recovered/resolved for rest of the events. (B)(4). The production and quality control documentation for lot v1305a2 with expiration date (08/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot v1305a2, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization for synovial fluid sterility test positive with the presence of staphylococcus epidermidis. Assessment: injection site effusion c2 s2 i2 b3 protein c reactive concentration increased c2 s2 i2 b2. Additional information was received on 09-dec-2015. Batch/lot number of suspect product was updated from (B)(4). Global ptc number and results were added. Text was amended accordingly. Additional information was received on 14-jan-2016. The case became serious as the event of synovial fluid sterility test positive with the presence of staphylococcus epidermidis was added along with the details. The patient's demographics were added. Medical history and past drug of the patient was added. The event of allergic reaction was added along with the details. The event of injection site effusion was deleted and was captured as a symptom of the event synovial fluid sterility test positive with the presence of staphylococcus epidermidis. Laboratory test was added. The start date of synvisc one was updated from (B)(6) 2015. Information regarding the suspect product was added. Clinical course was updated and text was amended accordingly. Additional information was received on 28-jan-2016. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-jan-2016: the additional information, does not alter the previous case assessment sanofi company comment dated 19-jan-2016: this case concerns a patient who received injection of synvisc one in her knee and experienced injection site infection described as 'synovial fluid sterility test positive with the presence of staphylococcus epidermidis' characterized by injection site pain and effusion. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.

Event description:
Based on additional information received on 14-jan- 2016, this case initially considered as non-serious was upgraded to serious (as an event of synovial fluid sterility test positive with the presence of staphylococcus epidermidis was added with seriousness criteria as hospitalization). This case is cross referenced with case: (B)(4). This unsolicited device case from (B)(6) was received on 02-dec-2015 from a physician. This case concerns a (B)(6) female patient whose protein c reactive concentration increased, in whom synovial fluid sterility test was positive with the presence of staphylococcus epidermidis and experienced allergic reaction after receiving treatment with synvisc one. The patient's past drug included one injection of cortivazol (altim), received on (B)(6) 2015. The patient's medical history was significant for wisdom tooth removal, gastric ring insertion in 2014 and patella syndrome of contusion origin on (B)(6) 2015. No concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient initiated treatment with lateral external sus patella synvisc one injection at a dose of 6 ml once (batch/lot number: v1305a2 and expiration date: aug-2016) (indication: not provided) into the joint of a knee (unspecified). It was reported that the needle used during the injection was green and synvisc one was at room temperature. It was for the first time the patient received this treatment. It was reported that no previous puncture was performed because the joint was dry. No physical activity was done after the injection. On (B)(6) 2015, the patient experienced the occurrence of a reaction of allergic type to synvisc one. On (B)(6) 2015 the patient consulted her physician because of the occurrence on injection site pain without effusion. As corrective treatment, the patient took treatment with caffeine/papaver somniferum latex/paracetamol 6 dosage form from (B)(6) (B)(6) 2015. On (B)(6) 2015 she consulted again her physician because of the occurrence of injection site effusion. It was reported that no fever was observed. The same day, the patient started treatment for allergic reaction with caffeine/papaver somniferum latex/paracetamol (lamaline) and 550 mg of naproxen, 2 tablets per day associated with omeprazole at a dose of 20 mg, 1 tablet/ day. It was reported that a puncture was performed and 45 ml of fluid was removed which was blurred but not sterile. It was reported that the culture revealed the presence of staphylococcus epidermidis. The same day, the patient's protein c reactive concentration increased to 24 mg/l. It was reported that increase of c reactive protein was not confirmed. The same day, treatment was caffeine/papaver somniferum latex/paracetamol was completed. The patient completed treatment with naproxen on (B)(6) 2015. Further reported, the patient was hospitalized from (B)(6) 2015. Also reported, another puncture was performed in which the liquid was sterile and no antibiotherapy treatment had been introduced. It was reported that on (B)(6) 2015, the patient recovered without sequele. Corrective treatment:caffeine/papaver somniferum latex/paracetamol and naproxen for allergic reaction, puncture for synovial fluid sterility test positive with the presence of staphylococcus epidermidis and not reported for protein c reactive concentration increased outcome: unknown for protein c reactive concentration increased and recovered/resolved for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # v1305a2 with expiration date (08/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # v1305a2, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization for synovial fluid sterility test positive with the presence of staphylococcus epidermidis. Assessment: injection site effusion c2 s2 i2 b3; protein c reactive concentration increased c2 s2 i2 b2. Additional information was received on 09-dec-2015. Batch/lot number of suspect product was updated from 024076v1305a2 to v1305a2. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 14-jan-2016. The case became serious as the event of synovial fluid sterility test positive with the presence of staphylococcus epidermidis was added along with the details. The patient's demographics were added. Medical history and past drug of the patient was added. The event of allergic reaction was added along with the details. The event of injection site effusion was deleted and was captured as a symptom of the event synovial fluid sterility test positive with the presence of staphylococcus epidermidis. Laboratory test was added. The start date of synvisc one was updated from (B)(6) 2015. Information regarding the suspect product was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) comment dated 19-jan-2016: this case concerns a patient who received injection of synvisc one in her knee and experienced injection site infection described as 'synovial fluid sterility test positive with the presence of staphylococcus epidermidis' characterized by injection site pain and effusion. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.